Event description:
A surgeon reported a patient with an unexpected postoperative outcome following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the reporter to property complete an investigation. Additional information has been requested on 09/06/2012 and 09/20/2012. A completed questionnaire has not been received. Patient code: 2642 - not labeled. (B)(4).